Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead displayed an impedance out of range alert. Upon interrogation, the lead exhibited normal electrical measurements. No intervention was performed. The patient was in stable condition.